Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. As part of the manufacturing process 100% of the units go through visual inspection, electrical testing and qa sampling inspection. No corrective actions will be taken at this time.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during a surgical case, 2 aiqca cuffs were simultaneously used on a patients middle and index finger. Initially, monitoring started with the ring finger with no issues. The ring finger readings correlated with the patients oncometric cuff well. 30 minutes into the case, the hemosphere switched to monitoring to the middle finger. Here, the patients middle finger experienced values dramatically different than the oscillometric cuff. To troubleshoot, the rep verified cuff placement, patency of cuff tubing and hrs positioning. They also verified proper fit of the oscillometric cuff, arm position and the arm was not tucked. The rep then verified finger size using the aiq finger sizer. The ring finger measured a true medium while the middle finger fell between a medium and a large size (the rep needed to ensure the middle finger was within the 72mm maximum diameter of aiqca). The rep then put on an acumen large cuff on the middle finger and resumed monitoring. In between switching finger cuffs, they did not adjust the arm position, hrs position or the placement of the oscillometric cuff. Unfortunately, the patient did not have an arterial line to compare blood pressure readings. There was no allegation of patient injury.